Manufacturer narrative:
Initial report sent to FDA on 09/02/2009.

Event description:
Procedure: donor nephrectomy. According to the reporter: the stapler did not deploy all of the staples across the artery. The surgeon reloaded and again it did not fully deploy all the staples. This sheared the artery near the aorta, and there was some bleeding which was controlled. The artery itself was damaged to the extent that it had to be repaired before it could be transplanted into the waiting recipient. There were a total of 3 firings on the first artery, and once on the second artery. Or time was extended to suture the sheared artery near the aorta.